Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-33, lot# va15lhp, implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from the patient and it was reported that she had suffered with incontinence for at least 3-4 years. The patient reported that their device worked really well for about 4-5 months. The patient reported that recently, their healthcare provider (hcp) suggested that the internal wires had possibly moved, thus causing the device to not work as it should. The patient reported that the hcp was unsure if the wires had moved or not. The patient reported that the hcp wanted to do more surgery to put in new wires. The patient reported that the hcp would move the ¿hunk of wires¿ and put them deeper in her backside ¿ away from being right under their skin. The patient reported that her pants were constantly rubbing on the hunk of wires. The patient reported that their device had been reprogrammed 2-3 times already and it hadn¿t even been a year. The patient reported that she didn¿t want to constantly have to get it reprogrammed. The patient reported that if she turned up the intensity on her remote to a 3.0 or higher, she could get some relief and not have to make numerous trips to the bathroom. The patient reported that if she went without drinking any beverages during the workday, she didn¿t have to go as often. The patient reported that if she turned it up to 3.0 or higher, it hurt her ¿bicycle area.¿ the patient reported that not a thing was being done, unless she wanted to undergo constant reprogramming every 2-3 months or undergo surgery that may or may not solve the problem with the device not working, thus not helping solve her incontinence issues.

Manufacturer narrative:
Continuation of d11: product ID 3889-33, lot# va15lhp, implanted: (B)(6) 2016, product type: lead, b3: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that can't really tell if her device is working or not. Caller states she has to go to the bathroom quite a lot, but not as much as prior to the implant. Caller stated that she is going more often that she thought she would go and has noticed it since 6 to 8 months (1 year top) since implant date. Caller was redirected to her healthcare provider for reprogramming. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-33 lot# va15lhp serial# implanted: (B)(6) explanted: product type lead correction to b1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot# va15lhp, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her therapy was working well until (B)(6) 2016 then therapy stopped working. The patient reported that she was now almost back to where she was prior to implant. The patient reported that in the morning she would drink 12-16 oz. Of water and by 9 am, she had gone to the bathroom 4-5 times. The patient reported that she had 2 reprogramming session at their healthcare provider¿s (hcp) office. The patient reported that the hcp thought the lead must have migrated; however, at her last appointment an x-ray was taken and no obvious migration was seen. The patient reported that after her first reprogramming session, there were 2 programs that she could not tolerate because it felt as though something of boring a hole into her back. The patient reported that they had tried programs 1-3 after second reprogramming session but they didn't work. The patient reported that on 2 separate occasions she turned stimulation off for 2-3 to make sure she wasn't getting therapy but this was not proved successful. The patient reported not feeling stimulation at the time of the call and therapy was on. The patient re ported that she was currently on program 3 at 2.6v. The patient reported that she had tipped over while crouching but didn't consider it was serious. The patient reported that her threshold for program 3 was 3-3.1v ¿ anything high caused pain and sensation like her muscles were pulling. The patient changed programs to program 4 at 1.5v the patient reported feeling stimulation uncomfortably in tailbone. The patient decreased stimulation to 1.2v and reported that it was comfortable but still in the tailbone. The patient also reported that she sometimes felt stimulation in the vaginal area but other times felt stimulation in tailbone, lower back and thighs. The patient reported weight fluctuation in the past 2-3 months of 5-10 pounds. The patient also reported feeling a ¿hunk of wiring¿ or ¿mass or wires¿ the length of her index finger and it felt like it was pushing out of the skin. The patient reported that this ¿mass¿ was sometimes flush and sometimes poking out. The patient reported that the mass also rubbed against her pants and thought the ins may have moved.